Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37791, serial#: (B)(4), product type: recharger.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain, radicular pain and other pain indications. It was reported that after being exposed to a smartboard on (B)(6) 2017 they had been having issues with their devices. The patient had been less than six inches away from the smartboard when they felt internal shocking, warming and a sensation like burning needles shooting in both of their ins pockets. It was unclear if the patient always felt these sensations after the event, or if it was only when they were exposed to the emi sources. The patient did note that the sensations would occur both when the devices are on or off. The patient also experienced coupling issues after this event. They can get 6-8 coupling bars but then without moving, it will reduce to 0-2 bars. The patient has two ins's and it occurs with both of them, and both of their rechargers. They also explain that their ins's are not holding a charge, and that their batteries will be discharged by the end of the second day after charging. The patient had tried a different recharger, but it did not resolve the issue. The manufacturer representative had been able to communicate with the patients devices with their clinician programmer and had gathered the recharge data for the left ins as follows: 3/15, 0.8, 50% 3/15, 0.1, 25% 3/13, 6.3, 100% 3/10,0.0, 50% 3/10, 0.0, 50% 3/10, 0.0, 75%. It was determined that the recharge frequency was appropriate given the patient parameters although the patient still thought their ins was not holding a charge as expected. The patient was sent a new antenna in attempt to resolve the issue. Follow up for further information is being conducted. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on 2017-05-18 reporting that the patient had the generator replaced and that all was well at the time of the report. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. It was reported that the facility discarded the device and the patient weight was unknown.